Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-15767. It was reported that the patient presented for a routine pacemaker replacement surgery on 13 march 2023. During the procedure, the right atrial (ra) lead exhibited decreased sensing of r-waves that resulted into low sensing. The ra lead was intended to be replaced, but it was noted that the helix of the new lead was unable to retract, in addition to the original lead having improved sensing of r-wave during the procedure. The physician elected to keep the original ra lead implanted and no further intervention was made. The patient was in stable condition.